Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
UDI: (B)(4). The device was not returned for evaluation as it was discarded. A video was provided by the site of the delivery system post-procedure. A review of the video revealed that when the delivery system balloon was inflated a leak was observed on the distal taper of the inflation balloon. Additionally, pre-procedural images were provided in a 3mensio report. No noticeable calcification was observed in the patient¿s abdominal aorta nor in the descending aorta; however, some calcification is present in the patient¿s aortic arch. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed and the relevant work orders did not reveal any issues that could have contributed to this complaint event. The lot history was reviewed and revealed no other complaints for ¿balloon ¿ leakage¿. A review of complaint history from august 2018 to july 2019 for the edwards commander (all models, sizes) revealed other similar complaints with returned devices for ¿balloon ¿ leakage¿. In each case, no manufacturing nonconformances were confirmed and no IFU/training deficiencies were identified. A review of the complaint data from july 2019 revealed that the complaint data for july 2019 revealed that the complaint rate did not exceed the control limit for the applicable trend category (¿leakage¿). The IFU, system preparation manual, and procedure training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Tracking over aortic arch:  ensure the edwards logo is facing up on the delivery system, slowly rotate the flex wheel away from you while tracking over the aortic arch, note: the delivery system articulates in a direction opposite from the flush port.  Additional considerations:  do not overflex while tracking over aortic arch, to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel, ensure the edwards logo faces upward throughout flexing and tracking.  Crossing native valve:  ensure the flex catheter tip is flush with the thv for support during crossing, be patient, do not force the thv, use short movements to prevent ¿jumping¿ of the thv into the ventricle, use rao or ap projection to ensure wire position is maintained in the ventricle.  Factors that make it difficult to cross:  heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, and inadequate bav. The complaint was confirmed using the provided video; however, since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. A review of the DHR, manufacturing mitigations, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Since there were no reported difficulties with de-airing, the pinhole producing the leak likely occurred during tracking through the anatomy or during deployment. It is possible that the pinhole could have been created if the balloon made contact with calcification in the aorta during tracking of the delivery system to the annulus or during valve deployment. While no noticeable calcification was present in the abdominal or descending aorta, calcification was present in the aortic arch and annulus. Since the pinhole was on the distal tapered region of the balloon, it is possible that either scenario occurred (during tracking or valve deployment). As such, patient factors, (calcification) may have contributed to the reported events. However, a definitive root cause was unable to be determined. Since no defect was identified contributing to the complaint event, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limit, a product risk assessment (pra) is not required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by the field clinical specialist,  after the 23mm sapien 3 valve was deployed, upon removal of the commander delivery system, the balloon was observed to have a pin-hole leak. Nothing was seen on fluoro during the procedure, the only sign anything had happened was blood in the atrion upon deflating the balloon.